Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Concomitant medical products: device available for evaluation: yes., returned to manufacturer on: 11/27/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was observed in advanced position. The pcb00 device was observed under microscope and traces of viscoelastic and/or balanced salt solution were observed in the cartridge tip. Dfu states to completely fill the viewing window of the pcb00 with ovd. The lens was stuck at the cartridge tube with the lead haptic not folded. No assembly defects were observed. There is no visible gap. The reported complaint issue was verified. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other investigations were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a preloaded intraocular lens had distorted haptic and haptic was sticking out. No further information provided.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search on complaints revealed that no other complaints were received under this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.